Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there were couple of doctors complaining of issues with the system. The issues were not well defined and no further clarification on them. Two doctors were complaining of the suction not working (assuming tracking issue) and something about the straight probe having issues as well. They also stated that the system took a while "registering the cd". It was unknown if this was a registration issue, or a complaint of the system loading a patient exam disc slowly. Additionally, a representative went into a case at that location and stated that the issues were user error. Bad emitter placement during the procedure. They also stated that this was an end of life system and had submitted trade in for the stealth ent system. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the em emitter was not in the right position. The instruments were not in the em field. The rep went to the case to ensure that they had set everything up properly. They found that the em emitter was too low and the em field was not optimal for registering the instruments or navigating. The instrument was not sent back since that was a proper set up issue.